Event description:
The customer reported that a loudspeaker error was displayed on the x2 and no sound was coming from device. The nurse switched on the monitor and noted the error. No adverse event involving a patient or user was reported.